Event description:
During a case, the surgeon broke 5 drivers in the attempt to install and then remove a screw. The surgeon did not tap line to line prior to implanting the screw. After breaking all drivers, the surgeon used another manufacturer's instrument to realign the trajectory of a screw and began hammering on the instrument which caused the screw to break. All pieces of the screw were retrieved but were not returned to uusa. The patient was not affected. No further information was available for the manufacturer of the screw used. The available information did not allow us to determine whether a serious injury could result from the driver breakages, a medical device report was submitted for each screwdriver.